Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments (8 cm from the is1 end and 51cm from the lead tip) with the helix retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead could not be successfully implanted due to helix issues and high out-of-range impedance measurements. The lead was cut to retain venous access and removed without incident. No adverse patient effects were reported.